Event description:
The ds2adv auto CPAP was sent to a third-party service center for investigation. During evaluation the subject device when turned on to use, device is warm to touch when in use. It sits on the nightstand. Patient wears an earbud to sleep condensation in hose. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.